Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), MRI tech, regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient was to get an MRI for a reason unrelated to device/therapy, and the MRI tech was given compatibility guidelines. It was reported the patient stated the when they tried to communicate with the ins they are seeing '?' Screen on the programmer. The patient has never used the programmer previously. The MRI tech states that just yesterday the patient says her husband tried to use the programmer with the patient and the patient claims to have felt 'something' at that time, but it is unclear if the patient is actually feeling stimulation. The programmer was ¿not communicating¿ with the implant. The patient was advised to contact their doctor to have the device checked. No further complications were reported or are anticipated.

Event description:
Additional information was received from a consumer (con). The caller referred to the previous MRI that was reported in 2018 in this file. The caller stated the patient had a concussion last year (not related to the device/therapy) and needed a head MRI however the facility wouldn¿t do the MRI because of the device. The caller stated that the technician called and they couldn¿t determine if the battery was on or was not working so they wouldn¿t do the MRI. The caller reported they were at the health care physician (hcp) and there was a manufacturer representative (rep) there and the rep stated the patientcould have an MRI of the head. The hcp stated that the ins was dead; the patient¿s battery was dead in (B)(6) 2019. The patient was scheduled for a head MRI on (B)(6) 2019 at 4:45 pm and the caller wanted a letter saying the patient could have an MRI. Patient services gave the caller the technical services number so the technician could call in and review the guidelines or the guidelines could be faxed. There were no further complications reported.

Manufacturer narrative:
Evaluation code method 4114 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was confirmed that the issues were a result of the device being normally depleted, and it was not a result of their fall. It was noted that nothing was done to resolve the dead battery. The patient was never contacted about the removal of their device, possible because the doctor that implanted it retired, so it remained implanted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4) no longer applies, on initial report patient stated they "felt something" but allegation was unclear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from hcp's office: the patient had not been seen there since 2014 and the hcp retired in 2017. No further complications were reported.